Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) of a (B)(6) study reported that the device diagnosis was not applicable. The clinical diagnosis was an allergic reaction to oral cipro. An examination showed rash and swelling consistent with an allergic reaction. The patient was presented to clinic with swelling to both arms and hands, as well as a rash to bilateral lower extremities. Interventions included discontinuing cipro and starting keflex. The etiology was reported as not related to the device or therapy and related to the implant procedure. The etiology was reported as related to surgery/anesthesia. The event resulted in an unscheduled clinic or office visit. The outcome was resolved without sequelae. Relevant medical history included: postlaminectomy pain and spinal pain.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.